Event description:
Related manufacturer reference number: 2017865-2022-13019. It was reported that noise which resulted in oversensing was noted on the right ventricular (rv) and right atrial (ra) leads. The suspected cause of the noise was subclavian crush. An x-ray was performed and no anomalies were observed. The rv and ra leads were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of clavicular crush and noise were not confirmed. As received a complete lead was returned in two pieces. Electrical testing did not reveal any indication of conductor fractures but found shorts between the conductor paths due to procedural damage. Other anomalies found are consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found upon visual examination found three external insulation abrasions two breaching the optim sheath only. The first, consistent with friction to another device or feature of patient¿s anatomy. The second, consistent with friction to the device can. The third breaching the ring electrode lumen the ethylene tetrafluoroethylene (etfe) coating of the ring electrode cables was intact in this region.